Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bruise under the front therapy electrode. The patient's doctor advised the patient to take off the device for a short period of time. There is no indication of a device malfunction related to the rash. The patient's medical condition improved.